Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s controller had been shutting on and off and sending error messages about the battery. It was reported that the controller was stuck on ¿trying to find device.¿ the patient also reported that the ins battery was ¿acting stupid¿ and not holding a charge. The patient reported that they have to charge the ins 4 ¿ 6 times a day instead of 1 ¿ 2 times. It was noted that the patient had recently been seen by their healthcare provider (hcp) and were told that everything with the device looked fine. No further complications are anticipated.